Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 492 mg/dl at the time of incident. Blood glucose came down to 440 mg/dl after bolus. Insulin pump had insulin flow blocked alarm. Customer stated their blood glucose came down to normal after changing the infusion set. It was unknown whether the auto mode feature was not activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.